Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the tower door failed. A technical support specialist removed pertinent data from the es database to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system patient was ordered not to cross over the station. The customer reported that users were unable to remove medications from the station.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.